Event description:
Scientific publication, author: wang wenhao, "analysis of failed total hip replacement and the clinical results of revision total hip replacement". It was reported one case of fracture of femoral shaft (slr-plus rectangular stem) due to fall 1 year after operation. Conservative treatment was performed since re-revision could not be performed due to severe medical illness. In this paper were reported a total of 28 cases.

Manufacturer narrative:
The scientific publication of wang wenhao [1] reports a case of implant fracture of a slr-plus revision stem due to fall 1 year after operation. The part which intended use is in treatment and the batch number of this device are not known. Therefore, the batch record review and a complaint history review could not be performed. The IFU (lit. No. 12.23 ed. 05/16) states implant fracture as a known possible but very rare side effect resulting from a hip arthroplasty. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions are deemed necessary. Smith and nephew will monitor the devices for further similar issues.[1]: wang wenhao, medical school of shandong university, master thesis, apr 2013, china.